Event description:
It was reported that ongoing intermittent occlusion alarms occurred. Reportedly, the customer was using cold insulin, not following the proper cartridge fill steps had been using the same cartridge and infusion set for over 3 days. Tandem customer technical support informed customer to always use room temperature insulin, follow the proper cartridge fill steps and that the cartridge and infusion set is indicated for use with tandem supplies for 3 days. Reportedly, the customer needed to clean the pump vents as well. Customer changed pump supplies and ultimately reverted to an alternate method of insulin therapy to address the issue. There was no adverse impact to customer¿s blood glucose level.